Manufacturer narrative:
Contact was discharged 2 days later (on (B)(6) 2015). Treatment was effective and there were no permanent injuries. It was determined that the insulin that the contact was using at the time of hospitalization was bad. High bgs and occlusion were attributed to the insulin being bad. Tandem technical support advised the customer that it is against labeling for anyone other than the prescribed user to use the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer' s contact was wearing the customer's pump and was hospitalized with elevated blood glucose (bg) levels of 600+ mg/dl. Reportedly, the contact experienced several altitude alarms prior to being hospitalized and attempted to treat via manual injections. Contact was still hospitalized at the time of the call and was being treated via intravenous insulin.